Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons were intermittently unresponsive and that there was contamination under all button contacts. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the keypad cover was found to be peeling from the base. The keypad cover was also found to be cut and torn between the up arrow and ok buttons. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).